Event description:
Same case as MDR ID# 2134265-2011-03965. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery with an unknown degree of calcification. A 20 x 3.0mm maverick 2 balloon ruptured soon after inflation. The balloon was exchanged for another 20x3.0mm maverick 2 which also ruptured soon after inflation. The number of times the balloons were inflated and to what atms is unknown. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was attached to an encore inflation unit and during attempts to inflate the balloon, a pinhole leak was identified 3mm proximal to the proximal edge of the distal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-03964. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left circumflex artery with an unknown degree of calcification. A 20 x 3.0mm maverick 2 balloon ruptured soon after inflation. The balloon was exchanged for another 20x3.0mm maverick 2 which also ruptured soon after inflation. The number of times the balloons were inflated and to what atms is unknown. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.